Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the label printer failed to function, and it was unable to recover. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the insulin label printer was not printing. The field service engineer (fse) inspected the device, then the insulin printer was functioning properly. After speaking with the customer, it was discovered that the printer had not been fully plugged in earlier, which caused the issue. The printer was tested, and all labels were printed normally. The system functioned as intended after the field service engineer troubleshot the device.